Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(6). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damage. A review of the event history log (ehl) identified check syringe plunger sensor. During the functional testing was able to duplicate the reported issue. The dowel pin loose from plunger head mount. The cause of the issue is known and is design related. This issue will be monitored for an increase in occurrence. If the occurrence of this issue increases significantly, additional action will be taken. Replaced dowel pin and plunger head mount. Performed preventative maintenance and all functional testing.

Event description:
It was reported that the pump exhibited a plunger sensor issue. No patient injury was reported.